Manufacturer narrative:
This is the same event as 3010536692-2016-00354.

Event description:
Allegedly the patient was revised due to the following complications: pain and lack of mobility (right). Additional information received 02/12/2016. The date set for surgery to remove/replace the device (B)(6) 2016.